Event description:
We are investigating the situation concerning whether she suffered heavy metal poisoning from a depuy hip prosthesis. The prosthesis was installed in her left hip in 2008 at hospital. Nine days later, she had removed a trochanteric bursa from the operative site. Thereafter the following month, the prosthesis was replaced. Pathology sent to clinic some blood and some serum specimens for testing.